Event description:
It was reported, a 13 mm amplatzer septal occluder was chosen for procedure on (B)(6)2022. During the procedure, prior to release of the occluder, the occluder presented with a cobra shaped deformation after being re-sheathed two times. The device was removed and both the 13mm amplatzer septal occluder and the 9f amplatzer treviso intravascular delivery system were exchanged with a new 13 mm amplatzer septal occluder and new delivery system. The procedure was completed successfully. The patient was discharged at the time of report. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. The investigation found the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Two images were received from field that appeared to show a deformed distal disc of an occluder device partially deployed in a cobra like structure and connected to the delivery system. The cause of the reported event could not be conclusively determined. Please note that per the instructions for use, the recommended size delivery system for use with a 13 mm amplatzer septal occluder is an 7f.